Event description:
Patient reported when fully biting down their back teeth are not touching. Patient provided bite video showing unplanned posterior open bite. Patient starting 14 day rest period.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.